Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found the soft cannula to be flattened and stretched out of specification. The fluid path test was run, and fluid was able to flow through the complete path. The downloaded data shows no evidence of struggle in the drive mechanism that would indicate a failure to deliver insulin. The patient history buffer (phb) data was reviewed, and the algorithm was observed to appropriately adjust to estimated glucose values (egvs) and user inputs. The cause and timing of the soft cannula damage could not be determined, and it could not be determined the cannula damage contributed to the reported event. The cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin at the infusion site (abdomen). The investigation observed cannula to be flattened and stretched out of specification. It was also reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours.